Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected/ and found evidence of foam degradation. During the evaluation, foam particles were visible. In addition, there were scratches on the upper enclosure, and the lcd screen was scratched. After analysis, the unit has good quality with no rejection and is labeled for recertification.